Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl. Customer also reported that the belt clip was broke. Customer stated that he has encountered three reservoirs where the transfer guard gets stuck on top of the reservoir, so he has to pull extra hard to get the guard off, and in this case, the cap of the vial comes off and he loses the use of the reservoir vial as a result. The device will be returned for analysis.

Manufacturer narrative:
Evaluated one random seal reservoir, checked reservoir snap-caps width dimensions. Using a new lab infusion set connected reservoir and found easy to connect or release. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.